Event description:
The heparin line port separated during patient treatment, leaving a visible glue line. The incident occurred minutes into the treatment, with external blood loss estimated at less than 10 ml by clinic staff. The affected sample was returned to end received by the manufacturer.